Event description:
It was reported by the patient that they did not feel the insertion of the cannula. Upon removal of the pod, the cannula was not visible, but the pink slide was reported to have moved forward, indicating a needle mechanism failure. The pod was worn between approximately 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived not deployed, in pod state 15 with 0 pulses delivered, indicating that it was filled but did not complete activation. The pod functioned as intended.